Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned non-emergency treatment. The treatment was completed as planned after a restart. It was reported to philips that the motorized movements were not available on the system. Review of the log files shows issue with stand amplifier. Upon troubleshooting fse found error due to issue with stand amplifier. To resolve the issue, fse replaced the amc controller and reconnected all the cable. After repair, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If motorized movements unavailable on the system occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A loss of motorized movement issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer was unable to perform motorized movements on the system. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.